Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the semicircular damage mark was noticed on the optical surface after implantation. Surgeon did not notice when inserting iol, however, the damage mark was confirmed during irrigation and aspiration. Despite she tried to remove it several times, it failed, therefore, it was considered to be the damaged mark. The damage was on the surrounding area, therefore, it would not affect the eyesight.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of "noncompany viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. Received video shows intraocular lens (iol) implantation. The device preparations are not provided in the video. When iol comes in the picture, the iol is advanced at the wound guard. Iol appears to be in an acceptable position for the advancement. The plunger remains at the trailing optic edge/ haptic /optic junction through the advancement and the leading haptic is tucked correctly. As the iol is implanted and the surgeon begins to retract the device it appears that the plunger is not fully advanced. As the nozzle is retracted out of the wound the trailing haptic remains in a folded position caught in the wound. A surgical tool is then used to push the trailing haptic through the wound. The iol is implanted and begins to unfold, the iol is then manoeuvred in the eye. The iol is left in place for a few minutes and then the lights go out. When the lights come back on the iol is further manoeuvred in the eye, a small semi-circular mark/crease can be seen on the optic to the left of the leading haptic optic junction. The surgeon tries to rub/remove the mark but the mark/crease remains in place. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).